Manufacturer narrative:
It was reported to philips, that the measurement panel was worn. The device was reported, to be in use on a patient. But, no adverse event to patient or user was reported. The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty measurement panel. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the reported issue. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the measurement panel was worn. The device was reported to be in use, however there was no adverse event.